Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in used condition. Event history log recorded ¿key stuck¿ alarms five times. Functional testing could not replicate the reported issue; all keypad buttons were working well. An air bubble was found on the downstream occlusion (dso) seal. The root cause was determined to be a keypad button. The keypad was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a key stuck during infusion. There was no patient involvement.